Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2019-01564; 3005168196-2019-01565.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using penumbra coil 400s (pc400s) and a penumbra coil detachment handles (handles). During the procedure, the physician deployed and detached a pc400 into the target vessel using a lantern delivery microcatheter (lantern) and the handle. It was reported that the handle was depressed several times before the first pc400 detached into the vessel. The physician then advanced a second pc400 into the target vessel and attempted to detach it using the same handle; however, the pc400 failed to detach. The procedure was completed using a new handle, the same pc400 and additional pc400s. There was no report of an adverse effect to the patient.